Event description:
The article, ¿amplatzer occluders for effective non-surgical management of bronchopleural fistulae¿, was reviewed. The article presented a retrospective single center study to assess the safety and efficacy of bronchopleural fistulae closure with amplatzer occluder devices over 14 years. Devices included in this study included amplatzer duct occluder ii and amplatzer vascular plug ii. The article concluded amplatzer occluders are a safe modality for non-surgical bronchopleural fistulae management with ease of placement under moderate sedation and flexible bronchoscopy with good short- and long-term effectivity. [The primary and corresponding author was mordechai kramer, pulmonary division, rabin medical center, petah tikva, israel, with corresponding email: kramerm@clalit.org.il]

Manufacturer narrative:
Summarized patient outcomes/complications of retrospective single center study to assess the safety and efficacy of bronchopleural fistulae closure with amplatzer duct occluder ii and amplatzer vascular plug ii devices over 14 years were reported in a research article "amplatzer occluders for effective non-surgical management of bronchopleural fistulae¿ in a subject population with multiple co-morbidities including malignant neoplasm of the lung, infection (post transplantation, lung abscess, mycobacterium, infection due to congenital anomaly, empyema), chronic obstructive pulmonary disease, granulomatosis with polyangiitis, malignant neoplasm of the esophagus, interstitial lung disease, cystic fibrosis, metastasis, hemoptysis, osler weber rendu, prior pneumonectomy, lobectomy, wedge resection. No procedural or immediate post-procedural complications or deaths were encountered. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.na.